Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed lesion being treated was located in the moderately tortuous, calcified mid right coronary artery (rca). The lesion was predilated with an unknown balloon. The physician attempted to place a 2.50x24mm taxus liberte stent, but was unable to cross the lesion. Upon removal, the stent edge was found to be flared. The procedure was completed by dilating with an unknown balloon and implanting an unknown stent. No patient complications were reported. Patient status reported as "good".